Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected data: b1, b5, h1: the initial complaint was reviewed and found not reportable. Additional information was received with the correct part number. The parts are being captured on (B)(4) as they are trauma devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure for dens fracture on (B)(6) 2019, three (3) guide wires broke off while making the trajectory. One piece was left in the dens, past the fracture hearth. Thus, the patient can no longer have a nuclear magnetic resonance (nmr) scan as the piece will interfere with the result. Fragments were generated and easily retrieved. There was a surgical delay of 45 minutes. The procedure and patient outcome were unknown. This report is for one (1) 1.25mm guide wire 200mm. This is report 2 of 3 for complaint (B)(4).